Event description:
It was reported that this left ventricular (lv) lead was exhibiting high capture thresholds and loss of capture. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).